Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son's insulin pump may have a delivery anomaly and may be miscalculating his boluses. Customer's current blood glucose was 92 mg/dl. Caller stated that he noticed that the customer was passed out on the couch. Caller checked and the customer's blood glucose was 47 mg/dl. Customer was given juice. Customer's blood glucose is over 70 mg/dl. Caller stated that the pump is over-delivering. Customer drank juice. Caller did not want to complete troubleshooting and feels that the pump is not over-delivering since the pump was programmed for an incorrect time. Caller was advised to monitor the pump.